Event description:
The right atrial lead exhibited failure to capture. A chest x-ray was performed, and it was noted that the lead dislodged. Before a revision was attempted, a left subclavian/axillary venogram was performed to determine if a new lead could be placed. The venogram showed that the vein was occluded, so no intervention was performed. The patient was in stable condition.